Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported that vancomycin was programmed at 8:13 am to run as a secondary infusion. The nurse paused and turned off the pump after only seven minutes as the secondary infusion was observed to have been completed sooner than expected. There was patient involvement and no harm to the patient.

Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported that vancomycin was programmed at 8:13 am to run as a secondary infusion. The nurse paused and turned off the pump after only seven minutes as the secondary infusion was observed to have been completed sooner than expected. There was patient involvement and no harm to the patient. A report was received from health canada's canada vigilance program which states, "nurse programmed the alaris pump for a vancomycin via secondary med with a rate of 120 ml/hr and a volume of 145 ml and pressed start. She returned a few minutes later to find that the entire bag (120 ml) had infused. The pump settings said there was 131.4 ml left to infuse but the bag was empty and had somehow bolused into the patient. The nurse paused the pump, called the unit cne, we reviewed the programming and decided to switch the pump out and have the pump sent to biomed for analysis. The family was made aware of the incident and the patient was closely monitored for any adverse events." The report states no patient impact.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, g, b and c codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported vancomycin was infusing as a secondary medication. It was observed the vancomycin infused faster than expected. There was patient involvement and no harm to the patient.

Event description:
It was reported vancomycin was infusing as a secondary medication. It was observed the vancomycin infused faster than expected. There was patient involvement and no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.